Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated in the 500s and 600s mg/dl. Customer treated elevated bgs by administering a correction bolus. System check was performed with tandem technical support, and the pump performed as intended. Recommendation was made that the customer consult with their healthcare provider.